Manufacturer narrative:
This report is being submitted to correct h6 "investigation findings" and "investigation conclusions" of the first supplemental report. Please see h6 for further detail.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Event description:
It was reported by the customer, after cleaning and disinfection of the evis exera iii colonovideoscope, the endoscope tested positive for bacteria. The endoscope just came back from repair. The issue was found during a routine culture. The air/water channel had tested positive twice. Once on (B)(6) 2021, and the second on (B)(6), 2021. During the culture the endoscope remained isolated and was not used on a patient. The instrument channel tested positive for one (1) colony forming unit (cfu) of sphingomonas yanoikuyae and staphylococcus. The water channel tested positive for ten (10) cfus of sphingomonas yanoikuyae and staphylococcus. The channel brush tested positive for one (1) cfu of sphingomonas yanoikuyae and staphylococcus, and the auxilliary water channel tested positive for eighteen (18) cfus of sphingomonas yanoikuyae and staphylococcus. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. No bacteria were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. Precleaning was performed with water at bedside under five (5) minutes after a procedure. Manual cleaning was performed with mediclean forte and an olympus single-use dual brush. The cleaning brush for the instrument channel is disposed after a single use. The instrument channel/suction was brushed until no debris was observed in the bristles of the brush. The instrument channel opening was cleaned with the olympus dual brush until no debris was observed in the bristles of the brush. It was unknown if the biopsy valve, air/water valve, and suction valve were brushed. The valves were disposable. Belimed pass-thru was used as the automatic endoscope reprocessor (aer) along with mediclean forte detergent and neodisher septo pac disinfectant. The endoscope and aer were compatible. All channels of the endoscope were connected to aer¿s injection ports and supplied with disinfectant. It was unknown if the disinfectant was used within the expiration date. The aer¿s disinfection process program was five (5) minutes and used according to the aer manufacturer¿s recommendation. The air/water channel, suction channel, and auxiliary channel were not flushed with alcohol. All removal parts (valves, water resistant cap) were detached from the endoscope. The endoscope was dried before prior to storage. The endoscope was stored in the drying cabinet, hung vertically with the distal end not touching the cabinet floor. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the light guide lens was chipped and scratched. The charge-coupled device lens was heavily scratched. The connecting part of the bending section and insertion tube was scratched and cuts at the surface. The grip unit was damaged. The air/water cylinder and suction cylinder were worn out. There was an impact point at the plug unit. The image was cloudy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted during the evaluation however, they were not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 4 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, growth of microorganisms could not be confirmed. The following is included in the instructions for use (IFU): "after using this instrument, reprocess and store it according to the instructions given in chapters 5 through 9. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage or reduce performance."